Event description:
Boston scientific received information that one week post-implant, the right atrial (ra) lead may have become dislodged so a second operation was performed to explant it. (The ra lead was reportedly discarded, not replaced and the device was reprogrammed to vvi.) During the second procedure, a bsc representative was not present. The representative later learned that an ra lead port plug was not used at the end of the second procedure after the ra lead had been explanted. The representative informed the physician that a lead port plug should be implanted as soon as possible so a third procedure was scheduled for the near future. No allegation was made against any bsc products.

Manufacturer narrative:
All available information indicates that the lead was discarded and will not be returned for analysis. If additional information becomes available this event will be updated and an updated report will be submitted.